Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50x38mm synergy drug-eluting stent was advanced for treatment. However, it was noticed that the stent strut was damaged. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device is a combination product. Describe event or problem updated.

Event description:
It was reported that stent damage occurred. A 2.50x38mm synergy drug-eluting stent was advanced for treatment. However, it was noticed that the stent strut was damaged. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was 99% stenosed located in the moderately tortuous and mildly calcified right coronary artery with a lesion bend of <=45 degrees. Pre-dilatation was also performed.